Manufacturer narrative:
The pump was not returned to mmdg for evaluation. Because the device was not returned to mmdg for evaluation, no investigation could be completed. Serial number provided, no pump returned to confirm serial number. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not flowing. They did not clarify at what point in the scheduled sixteen hour feeding this occurred. It is unclear if they are stating the pump failed to deliver or not. Mmdg did make multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. No adverse effect to the patient was reported due to the complaint. (B)(4).